Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 49mg/dl, 239mg/dl and 535mg/dl. Customer also reported that there was cracked in reservoir lip ring. Troubleshooting was performed. Ring of the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The devices will be returned for analysis and infusion set will not be return.